Manufacturer narrative:
A ge service representative performed an on site investigation. The ups batteries were found weak during the service call. The batteries will be charged by the customer and put back into service.

Event description:
The customer reported that the system shut down and would not boot up. No pt injury was reported.